Manufacturer narrative:
(B)(4). Investigation in process, no method, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation results: spm printed circuit board assembly. In response to this issue an investigation was initiated to further investigate the customer issue. The investigation included a review of the complaint text, a service visit, a search for similar complaints, and a review of labeling. The field service representative (fsr) found the signal processor module (spm) for the rbc edit ratio (rer) and plt out of specification. The fsr replaced the spm printed circuit board assembly and performed gain adjustment for rer and plt. The instrument was then performing within specifications. Tracking and trending did not indicate any adverse complaint trend exists for discrepant platelet results on the cell-dyn 1800. Labeling was reviewed and found to be adequate. Based on the investigation, no product issue was identified for the cell-dyn 1800 related to discrepant platelet results.

Event description:
The customer stated a cell-dyn 1800 analyzer generated falsely elevated platelet results. The customer stated the analyzer generated platelet results of one million while the patient's correct result was 200 k/ul. The customer stated the analyzer did not generate any errors or flags, and quality controls were in range. The incorrect patient results were not reported, and no treatment was given to the patient. The customer declined to provide instrument data, specific patient data, or information on how the correct platelet value was obtained.